Manufacturer narrative:
Corrected data: expiration date: it is corrected from "31-jan-2018" to "31-jan-2019". Claim# (B)(4).

Manufacturer narrative:
No similar complaints types events were reported for units within the same lot. Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that during loading of a micl13.2, -15.0 diopter, implantable collamer lens, it was noted that a portion of one of the footplates was missing. There was no patient contact.

Manufacturer narrative:
Corrected data: device evaluation: lens was returned in liquid inside a lens vial. Visual inspection found the lens missing a piece of its haptic. Claim# (B)(4).